Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. No failure detected was identified as the failure mode. Correction data: in the initial report, the device manufacturer date (2/27/2009) provided was incorrect. The correct date of manufacture is 2/2/2009 and has been corrected in this follow up#1 submission. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted .

Event description:
During a cataract extraction procedure, the surgery center reported a capsular tear occurred in the patient's operative eye resulting in an unplanned vitrectomy procedure to be performed. A brief description from the surgery center was that there were no handpiece or system error/warnings when the issue occurred. Also, the first disposable vitrectomy cutter did not pass the preliminary test; hence, another vitrectomy cutter was used to complete the vitrectomy procedure. No additional information is provided.